Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.

Manufacturer narrative:
The sam 300p passed ¿out qat from heartsine technologies on the 18th february 2009. The history log for this device showed that the pad-pak was first installed successfully on the 20th april 2009. Multiple manual power ups of ten minutes duration were observed in the device memory on the 6th november 2017. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.